Event description:
Customer reports the following: "problem: error 22. Action: looked through technical manual. Replace ocs flexible sensor was the step that needed to be taken as all of the connectors were seated properly. Resolution: replaced ocs flexible sensor" this is a force sensor issue.reporting due to the referenced technical issue; no adverse effects or serious injuries were reported.more information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device history log was not provided, therefore no review could be performed. The reported device was not returned to france for investigation as repairs were performed locally. It was reported in this complaint that the pump came to bio-med office with the error 22-002. During repairs and according to the technical manual, the replacement of the ocs flexible sensor was the step that needed to be taken as all of the connectors were seated properly. Therefore, it was replaced. After several attempts, the replaced spare part was not returned to france for investigation. Without more evidence on the origin of the reported issue, the root cause could not be identified. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.